Event description:
It was reported that during a device check prior to a routine generator changeout, a patient's pacemaker displayed an incorrect elective replacement indicator (eri) date. The device changeout and replacement went on as planned on (B)(6) 2021. The patient was discharged and no adverse consequences were reported.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. The device was received at end of service level, and review of the device image indicates auto-capture was enabled and the device was in high output mode at times consistent with the false end of service alert which occurred before explant. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality with voltage measurement indicating device was at elective replacement level. Visual inspection found cautery mark on the device. Further evaluation under various pulse amplitude found all parameters within normal range and no measurement anomaly noted. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information received notes that the pacemaker was returned on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.